Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a device upgrade procedure; an introducer sheath was used. After entering the sheath, dye was injected and a coronary sinus dissection was noted. The physician removed the sheath and elected not to proceed further. The patient was implanted a dual chamber device. An echocardiogram was performed to ensure that no further action was needed. The patient was in stable condition post-procedure.